Event description:
The dentist reported that this abutment screw fractured four and a half years after placement

Manufacturer narrative:
Visual inspection of this device has confirmed the screw has fractured and the hex damaged. Based on visual inspection and internal controls, this event is not thought to be due to a manufacturing deviation. Since no lot number was provided, device history record or complaint history reviews could not be completed. A definitive root cause has not been determined.